Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the subject device exhibited foreign material in the light guide rod lens. There was no patient involvement and no harm reported as a result of the event.